Event description:
Additional information received indicated right ventricular (rv) lead was also fractured.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up. During examination of lead, it was noted that the right ventricular (rv) lead had noise reversion episodes along with low pacing lead impedance. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition throughout.